Manufacturer narrative:
Lot # of test strips was not provided.the 510 (k) # is k073231.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on her one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that alleged issue began on (B)(6) 2010. She had obtained a blood glucose reading of 300 mg/dl and 100 mg/dl less than 20 minutes from one another. The patient then took her usual dosage of medication, levenir, 2units and approximately 10 minutes later passed out. Ems was called and the patient was tested on the paramedics meter and obtained a 42 mg/dl and was treated with IV glucose. The technique of applying blood on the test strip was correct. The patient did not have the test strips available to verify the expiration date or the condition of the test strips. The product was replaced. The complaint is being reported since the patient alleged that she had taken insulin based on the alleged erratic reading on her meter and 10 minutes later passed out and was treated by paramedics for a blood glucose of 42 mg/dl.